Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the burst packet was smaller than it used to be. The catheter was not lubricated enough and did not go in as easy as it used to, because it was found to be too dry.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the burst packet was smaller than it used to be. The catheter was not lubricated enough and did not go in as easy as it used to, because it was found to be too dry.